Event description:
It was reported that the ventilators touchscreen was not responding. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
MFR received date: 17 sep 2019. The touch screen assembly was returned for analysis. An investigation was performed and there was no fault found on the returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. (B)(4). Phone number not provided. The service engineer (se) inspected the device. The se replaced the touchscreen and the front bezel to address the reported issue.

Event description:
It was reported that the ventilators touchscreen was not responding. No patient involvement. Event date not specified, estimate used.